Manufacturer narrative:
The pump passed the displacement test and self test. However, hardware low level failure alarm confirmed in the pump history file due to broken trace at u1 keypad assembly. The pump was received with a cracked case.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures error. Customer stated they were able to successfully clear the alarm and were able to complete rewind. Customer stated that fill cannula recorded in daily history. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.